Event description:
The caregiver (cg) contacted baxter's technical service center regarding a high drain 106 alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) after therapy. The technical service representative (tsr) reviewed the ultrafiltration (uf) results. The total uf equaled 1698ml, cycle 6 uf equaled 1652ml, the cycle 5 uf equaled 24ml, the cycle 4 uf equaled -348ml, the cycle 3 uf equaled 43ml, the cycle 2 uf equaled 500ml, and the cycle 1 uf equaled -178ml. The tsr cleared the alarm and helped the cg complete the end of therapy routine. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the registered nurse (rn) on (B)(6) 2012, regarding the reported high drain 106 alarm. The rn stated she was not aware of the alarm. Product surveillance proceeded to explain the alarm and reported events. The rn stated as far as she knew the patient has been continuing therapy on the cycler successfully. The rn stated she would follow up with the patient regarding this event. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for an increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.